Manufacturer narrative:
Conclusion: the reported complete heart block (chb) is a type of conduction disturbance. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Conduction disturbances are known potential adverse effects per the evolutr instructions for use (IFU) and can typically be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve implantation (tavi). In this event, a permanent pacemaker was implanted. It was also reported that an ischemic stroke occurred. A variety of factors can influence the onset of a stroke. Its etiology may include embolization of calcific debris, patient medical history and procedural factors. Stroke can even result from repositioning of a deployed valve. ¿stroke (ischemic or hemorrhagic), transient ischemic attack (tia), or other neurological deficits¿ are listed as potential adverse events associated with the use of the valve in the device IFU. No treatment was prescribed for the stroke. Based on the information provided, a conclusive cause for the reported conditions could not be determined. The event description did not indicate a potential manufacturing issue, device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, complete heart block (chb) was reported and a permanent pacemaker was implanted. An ischemic stroke was reported and no treatment was prescribed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.